Event description:
It was reported that on (B)(6) 2013, a 3.5x12mm and a 4.0x15mm xience pro stent was successfully implanted in the left main (lm) and proximal left anterior descending (lad) coronary artery lesions. On (B)(6) 2015, the patient was admitted to the hospital for arrhythmias, in-stent restenosis and thrombosis. Another percutaneous intervention (pci) was performed in the proximal lad re-stenosed stent. The event resolved without sequela that same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us, therefore, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Test results: (B)(6) 2013: ck=93 u/l, normal upper limit 190; (B)(6) 2013: ck-mb=5.5 ng/ml, normal upper limit 3.6; (B)(6) 2013: ECG; (B)(6) 2013: ck=143 u/l, normal upper limit 190; (B)(6) 2013: ck-mb=10 ng/ml, normal upper limit 3.6. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of arrhythmia and restenosis, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the 3.5x12mm xience pro stent contained the re-stenosis. Reportedly, there was no thrombus noted in either xience pro stents. Another stent was implanted as treatment. The patient was compliant with dual anti-platelet therapy medications.